Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a sinus infection and diabetic ketoacidosis, with a blood glucose reading of 538 mg/dl. The customer's nurse stated that the sinus infection caused the customer's blood glucose to elevate, which resulted in the diabetic ketoacidosis. Nothing further was reported.